Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: only the event year is known. This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent open reduction/internal fixation for a proximal diaphyseal tibial fracture. The surgery was completed successfully without any delay. On (B)(6) 2022, the surgeon reported that the screw in question was coming loose about 2 cm. Therefore, the screw was removed on (B)(6) 2022. There was no delay in surgery. The surgeon guessed that the patellar tendons and other soft tissues were stuck in the screw during insertion of the screws. The screw had been inserted firmly because there was no extraction scheduled. The patient status was reported to be stable. No further information is available. This report involves one unk - screws: trauma. This is report 1 of 1 for (B)(4).